Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he has experienced hyperglycemia and believes the insulin delivery of the infusion device is inaccurate. His blood glucose was 335 mg/dl on the morning of the report. He delivered 5.0 units of insulin, and his blood glucose was 353 mg/dl 1 hour later. His normal blood glucose is 80-130 mg/dl. The adapter has never been changed, and there was blood in the infusion tube. He changed the infusion set and delivered 4 boluses while disconnected from the infusion device, and he only saw insulin come out of the tube twice. Follow-up was completed with the customer on (B)(6) 2014. He switched to his backup infusion device, and his blood glucose returned to normal. The infusion device, adapter, cartridge, and infusion set were requested for evaluation.